Event description:
Employee called to report multiple physical symptoms which employee attributes to the exposure to cidex plus. Employee is experiencing headaches, nosebleeds, nausea, vomiting, diarrhea, burning in the chest, rapid heart beat, difficulty breathing and eye irritation. The employee has not sought medical attention.